Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to failure to osseointegrate 17 days after implantation. The patient had no significant medical history and has been recovered without complications.